Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) , ubd: 01-jul-2022, UDI#: (B)(4). The communicator was returned and analysis found it passed the battery charging bench test and final functional jbal test but the micro usb charge port was loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they dropped their communicator a couple weeks ago and now it was not working correctly. The patient stated that they can hear something rattling inside. Per the patient, they saw their doctor earlier today, who told them to call in to patient services. The patient confirmed their handset was ok and undamaged. A replacement communicator was requested from the repair department.